Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was high. There was no issue with the infusion set. The customer did not receive any alerts or alarms. The cause of the high bg was not known. As a pump system check found the pump to be operating as expected, tandem technical support advised the customer to discuss the high bg with a healthcare provider (hcp). The customer acknowledged and reportedly, contacted the hcp.